Event description:
It was reported there were several errors, and the dsa road mapping was not functioning properly. These issues were attributed to the same root cause. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation the touch screen monitor and the control panel board were replaced during the service call. The system was tested and found to be working as intended and put back into service.